Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral incarcerated hernia. It was reported that after implant, the patient experienced adhesions, recurrence, and small bowl obstruction. Post-operative patient treatment included laparoscopic lysis of adhesions, removal of foreign body from the abdominal wall and removal surgery. The product had been used with strap25 secure strap (x2), lot # jj6970.